Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent primary breast augmentation with a mentor smooth round moderate plus profile 325cc saline prosthesis experienced deflation on the left breast prosthesis post procedure. At the time of this report, mentor has received no information regarding explant date.

Manufacturer narrative:
The device history record (DHR) was reviewed on 8/8/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation completed on january 22, 2021: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: deflation status identified by MRI evaluation includes both suspected deflations, which are those identified by MRI but not confirmed by explantation and examination of the device, and confirmed deflation, which are those that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 10/10/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/17/2018, mentor received additional information: is other serious: uncheck, is required intervention: check, explantation date: (B)(6) 2018. Deflation was experienced on the right breast prosthesis, not the left breast prosthesis. (B)(4).